Manufacturer narrative:
The reported event for break/high impedance was not confirmed. As received, the octrode lead passed electrical testing. No root cause was identified for the reported issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number 3006705815-2020-32693. It was reported that one of the patient's leads had fractured. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced. Postoperatively, patient has effective therapy. Note: as it is unknown which lead was fractured, both leads are being reported.